Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated that the product met release criteria. Attempts have been made to obtain additional info. A completed questionaire was not received. (B)(4).

Event description:
A tech reported that a patient presented with grade 1 diffuse lamellar keratitis (dlk), one day following lasik surgery. Oral steroids were prescribed and topical steroid dosage was increased for treatment. There were no complaints by the patient requested. There are two medical device reports associated with this event. This report is for the left.